Event description:
Boston scientific received information that during a routine implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) was unable to be successfully implanted with the patient's chronic right ventricular (rv) lead. The implanting physician was unable to insert the the pace/sense portion of the chronic rv lead into the header of the device. During the attempt, the insulation breached near the terminal pin. The physician cut and capped the pace/sense portion of the lead and implanted a new pace/sense rv lead. The device was not used and has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation was not able to be confirmed.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.